Manufacturer narrative:
(B)(4). Device lot number corrected from unknown to 1665214. Device expiration date corrected from unknown to 09/06/2016. Device manufactured date corrected from unknown to 01/13/2014. The complaint device was returned for analysis. It was observed that the inner shaft was separated at the bi-component weld. The material at the separation was jagged and stretched. The balloon had a complete circumferential tear 4mm from the proximal balloon waist. The distal inner shaft, markerbands, and tip and the remainder of the balloon was not returned. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The patient presented due to restenosis in the circumflex artery. The target lesion is located in the left circumflex artery. The physician advanced an emerge balloon catheter for dilation however, when the physician inflated the balloon at unspecified atmospheres, the balloon ruptured. The device was then exchanged with a different device and the procedure was completed. No patient complications were reported and the patient's condition is stable.

Event description:
It was reported that a balloon rupture occurred. The patient presented due to restenosis in the circumflex artery. The target lesion is located in the left circumflex artery. The physician advanced an emerge balloon catheter for dilation however, when the physician inflated the balloon at unspecified atmospheres, the balloon ruptured. The device was then exchanged with a different device and the procedure was completed. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).